Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.

Event description:
Device issue: none. Adverse event: severe bradycardia requiring pacemaker. Onset of adverse event: one day post-procedure. It was reported that one day post stent implantation in the right internal carotid artery, the pt experienced severe bradycardia with heart rates in the 30s that prolonged hospitalization. A pacemaker was implanted and the event resolved. There was no adverse pt sequela. The pt was discharged to home 2 days post procedure. Though requested, no additional info was provided.